Event description:
A 4.0 mm diameter x 24 mm length driver coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. Lesion morphology was reported as severe stenosis. The lesion was not pre-dilated. It was reported that the physician was attempting to direct stent; however strong resistance was met when attempting to reach the lesion. The physician attempted to withdraw the stent delivery system; however, the stent dislodged. The un-deployed stent remained on the guidewire and the physician tried using a balloon catheter to retrieve the stent; this was unsuccessful. The un-deployed stent was removed using a snare. The pt is reported to be fine.

Manufacturer narrative:
Other, secondary intervention. Evaluation results: stent dislodgement.